Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo was received for a visual evaluation. After a visual inspection was performed, the tubing was found detached from the mistic connector. A possible root cause can be due to over stretching the silicone before use. Over stretching can provoke separation between the silicone and mistic connector. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 4/28/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the feeding set is broken in the rotor.